Event description:
During tunneled pleural catheter insertion the catheter was trimmed with the stylet still inside the catheter. This resulted in an unintentional retained foreign object. The stylet remained in the catheter until it was discovered and removed 72 hours later. The stylet is connected to the catheter in such a manner that it appears to be a part of the catheter. The stylet is the same color and material as the catheter making it difficult to see that it is present in the catheter. The instructions included in the kit do not clearly show what the stylet looks like in the diagrams and can easily be confused with a guidewire. If the stylet was made of a different color it would have been more apparent that it had been retained.